Event description:
As reported by the user facility: ref # 8713050u, serial # (B)(4); reports "air pulled past the pump and down to the pt before alarming" no pt injury. Customer download pump logs. Please refer MFR report # 9610825-2013-00186.